Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush was caught in throat [foreign body]. Nearly choked [choking sensation]. Bottom part has fallen off on 4 different replacement brushes [device breakage]. Case description: a consumer of unspecified age and gender reported that while using an oral-b vitality series toothbrush, the bottom part had fallen off of 4 oral-b dual action or dual clean brushheads. The reporter nearly choked on the first brush head after a week of use, and stated that since then, 3 other replacement brushes had done the same thing. The case outcome was recovered. On 13-may-2016 received follow-up: the consumer reported the brush had been caught in his or her throat. The case outcome was recovered.